Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device analysis: flat creases, wear abrasion, broken shell with sharp edge in the same location of crease, broken shell with smooth edge, stress marks, delamination of orientation dot and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: broken shell with sharp edge in the same location of crease assessed as fold flaw opening. Broken shell with smooth edge assessed as smooth opening. Delamination of orientation dot assessed as adhesive failure.

Event description:
Healthcare professional bilateral exchange of textured breast implants due to the patient¿s concern with the product (asymptomatic patient) and rupture. Device has been explanted. This is the left side record.